Manufacturer narrative:
(B)(4). The site has indicated that they are holding the incident sample. It is unk if it will be returned for investigation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation of the device fell off while in the pt. The component was retrieved and there was no pt injury.